Event description:
Boston scientific received information that high out range shocking impedances were displayed on this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the patinet will be followed up at the hospital. At this time the device remains implanted.

Manufacturer narrative:
Additional information received noted that high shock impedances were once again noted. At this time the system remains implanted. Should additional information become available this investigation will be updated.